Event description:
Reporter alleged obtaining a discrepant blood glucose result of 300 mg/dl back to back with a result of 120 mg/dl on the aviva system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspected device and replacement product was sent. Reporter stated she wasn't sure if she could send back the suspect product and so product will be available of evaluation